Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that in the evening, the patient got fever and started to vomit blood and was transferred to the nearest hospital. The patient died within 2 hours after the first symptoms appeared. The device operated as expected.

Event description:
It was reported that the patient passed away due to hemorrhagic shock; the outcome was not device or therapy related and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.